Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 49 mg/dl. Customer stated that the insulin pump was not beeping. Customer was assisted with self test and insulin pump did not beep during tone test. The insulin pump will be returned for analysis. Frn unknown inf set unknown.

Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test and prime test. However, unexpected no delivery alarm during excessive no delivery test due to faulty force sensor resistor. Device received with no tone during self test due to broken transducer wire.